Event description:
Caller reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully initiated a new sensor session without further issues.